Manufacturer narrative:
Investigation on-site by our field service engineer revealed that the compressor had some blown fuses. The fuses were replaced and the main inlet was cleaned. The compressor was returned to service after successful function test and a safety check. Earlier investigations of similar complaints have determined that the cause of a damaged fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate an increase the temperature around the fuse and effect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor was not turning on. (B)(4).